Event description:
Information received from the field notes that egms revealed pacing spikes were observed after the t-wave and atrial pacing without consistent capture. Intermittent atrial undersensing and oversensing were also noted. The lead may have dislodged. The patient was one day post coronary artery bypass graft and not symptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor